Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not release the clip. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 3/16/2009. Eval summary: the analysis results for the el5ml device found that it was returned in good visual condition. The device was cycled and it had a double feed, during the cycle, the jaw broke off. The instrument ejected the remaining clip due to the jaw condition. No conclusion could be reached as to how this damage occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.